Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 1 year since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to the issue being resolved. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the image was not processing correctly from the evis exera iii video system center. The issue was found during an endoscopic retrograde cholangiopancreatography procedure and the procedure was aborted. It was reported that the monitor being used was a third-party monitor which was used to view split screen images of endoscopic image along with ultrasound image. The issue was with the image aspect ratio settings. User was unable to see entire image on the monitor; the image was enlarged on the monitor and the right part of the image was cut off. The customer called back on (B)(6) 2022 to advised of the same issue occurring. The customer was advised to power cycle the monitor. The customer reported that the issue resolved itself. It was reported that there was no patient harm.